Manufacturer narrative:
The insulin pump had button error alarm due to corroded buttons on keypad trace. The display functioned properly. No frozen display noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm due to frozen screen. The insulin pump was returned for analysis.